Event description:
A caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer attempted but was unable to resolve the issue and ran out of supplies after using 10 cartridges and 10 infusion sets. Technical support was unable to assist with loading a cartridge and arranged to send out replacement supplies.